Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device but could not duplicate the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. However based on the report of sorc, omsc surmised that the tip of the cleaning brush damaged by the instrumental channel brushing remained inside the channel of the subject device. Although the cause of the cleaning brush damage could not be identified, it might have occurred due to fatigue such as bending, scratches, and repeated use stress. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the tip of the brush came out from the image guide side channel of the subject device at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.